Event description:
It was reported during an initial implant procedure on 04 aug 2022 that the lead's helix would not extend or retract. The lead was not used. Further information was requested but not received.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead with three stylets and two clip-on-tool was returned in one piece for analysis. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found the inner coil over-torque at the connector region consistent with procedural damage. After cleaning, helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.